Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 1440 mcg/day) via an implanted pump. The patient¿s concomitant medications were oral baclofen (20 mg 3x/day), oral valium as needed, and artane (up to 3x/day). The indication for pump use was cerebral palsy and intractable spasticity. It was reported that in the early (B)(6) 2016 timeframe the patient experienced increased spasticity and questionable nerve-type shooting pain down her lower extremities. The patient also had increased dystonia in her upper extremities at that time. A dye study and CT scan were done on (B)(6) 2016 and were inconclusive/showed no issues with the catheter. A 100 mcg bolus was programmed through the pump in september and the patient had a positive response. The decision was then made to start the patient on flex dosing which was increased over the last couple of months. Her current dosage as of (B)(6) 2016 was 1440 mcg/day. On (B)(6) 2016 the patient¿s existing catheter was replaced with a new catheter due to an inconclusive issue with the catheter and the patient¿s clinical symptoms of increased spasticity and pain. During the procedure, the proximal segment of the existing catheter was removed and part of the existing distal catheter was removed. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. Per the hcp, there were no identifiable factors that contributed to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.